Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received and stated that, there was no patient contact with the device and plunger override was observed from the returned lens.

Event description:
A non-healthcare professional reported during an intraocular lens (iol) implant procedure, the lens didn't unfold during the cataract operation. Additional information was requested.

Manufacturer narrative:
A sample device was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).